Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead displayed twiddler's syndrome and the lead was dislodged. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted the lead was severed at explant and returned in two portions. A thorough evaluation of the lead found both segments to be electrically continuous and measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.